Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301940 lot 1811161 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect. H3. Not evaluated reason: see h.10.

Event description:
It was reported that a hair was found in the bd syringe¿ with needle before use. The following information was provided by the initial reporter, translated from chinese to english: "before using it, the nurse found hair in the syringe".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found in the bd syringe¿ with needle before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before using it, the nurse found hair in the syringe".